Event description:
Patient reports that when transferring the tension ring to the base of his penis, his testicles were sucked into the tube right when he transferred the ring. After the ring was fully off the tube and onto the patient is when he realized that his testicles were in the ring as well. He believes he was using the smallest ring but was not sure. When trying to remove the ring, he had to pull both of his testicles out of the ring to allow for the ring to be removed from his penis. He was sore for a few days afterwards and thought the pain would subside with time but he reports that it only got worse. He is having trouble getting up from a seated position or when lying down. The patient did return the device and all of the components as requested. The returned box included 1-esteem manual pumphead, 1- standard penile tube, 1-ringloader, 2-comfort insert, 1-tube of lubricant, 4-pressure point tension rings size a, b, c and d, 1-black storage bag, and 1-instructional video. The general manager preformed the testing on the device and components. The pumphead was tested and performed according to FDA standards. Pressure point tension rings were examined, tested and appear to have no defects, deformities or tears. Device and pressure point tension rings work as they were designed and for intended use. All other components were inspected and there were no defects or deformities. There was no malfunction of the device or components.